Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.